Event description:
The user reported once line was primed with saline, they connected the set to the chemotherapy bag and as they started the infusion, they noticed leakage from the smartsite valve. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). The customer's complaint of leakage was confirmed. Visual inspection found the smartside valves oval in appearance. Previous investigations have shown that any external heat source introduced to the component that brings the component temperature above 143.6 degrees f (62 degrees celsius) could potentially provide enough heat to produce this defect. We label the product for a maximum temperature of 125 degrees f. A review of the manufacturing process, sterilization process, and storage conditions for this product/lot number has not found a potential root cause for this excess heat. The manufacturing site of the smartsite component has speculated that excess colourant during the moulding process might be a contributing factor towards causing this failure mode. Preventive actions have been put in place at the manufacturing site in order to make the addition of colourant more consistent during the moulding process. A review of the complaints database has identified that there have been previous complaints for oval smartsites; however, all reported instances so far have been raised in (B) (6) during the (B) (6) summer. Smartsite is sold worldwide in large quantities and it is unusual to see a trend such as this. It is possible that a source of excess heat during local storage or transit in australia could be the cause of these oval smartsite complaints. Cardinal health will continue to monitor incoming feedback to ensure that a trend is not developing further and operations staff will continue to monitor the assembly process, sterilization process, and storage and transportation conditions to ensure that future products cannot be exposed to excess heat in future. This report was filed by the manufacturer.